Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having front/posterior fusion and vertebral body replacement. It was reported that the tip broke when attempting to tighten the set screw. There were no fragments of the implants or instruments remained in the patient's body. Product will be returned. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3. Device evaluation summary: product analysis #809422272: part# 6640005 lot# nm15d030 visual inspection confirmed 2.7 mm of the driver tip has broken. Optical inspection revealed circular material flow in the fracture surface. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.